Event description:
The constrained liner ring starter scratched the 28mm liner. The ring would not seat. The surgeon had to switch to a 32mm liner after the other 28mm implants had been opened. Surgery was delayed for approx 20 minutes.